Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient has reportedly not worn their device since 2014 due to previous fluid drainage around the implant site. It is noted that, per the doctor, there is no obvious fluid around the site currently; although, the recipient is presenting with some tenderness at the magnet site.

Manufacturer narrative:
Additional information: section d.4, h.4. Previous fluid draining reportedly included needle aspiration in clinic for edema/fluctuance over the implant site. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.